Manufacturer narrative:
Block b3- approximated based on the date of explant. Additional suspect medical device components involved in the event: model number/catalog number: sc-2218-50 serial number: (B)(6) batch/lot number: 7157629 model/catalog description: linear st lead kit 50 cm unique identifier (UDI): (B)(4). Model number/catalog number: sc-2218-50 serial number: (B)(6) batch/lot number: 7157748 model/catalog description: linear st lead kit 50 cm unique identifier (UDI): (B)(4). Model number/catalog number: sc-4318 batch/lot number: 35537325 model/catalog description: clik x anchor sterile kit unique identifier (UDI): (B)(4).

Event description:
It was reported that the patient experienced inadequate pain relief. The patient underwent spinal cord stimulator (scs) explant procedure. No further information could be obtained.